Manufacturer narrative:
UDI - di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. The data revealed that the atrial lead exhibited a trend of variable capture threshold, variable sensing, and noise over-sensing resulting in mode switch. The patient was not symptomatic and put off the lead replacement procedure for several months. On (B)(6) 2019, the patient presented for a lead revision procedure. Upon interrogation of the pulse generator prior to procedure, the atrial lead functioned normally. However, due to the anomalous trend, the lead was capped and replaced. The patient did well post lead replacement procedure and was discharged the same day.